Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The supplemental report was initiated to update that the customer was experiencing diabetic ketoacidosis and vomiting. The customer was treated with an insulin pump. The customer also performed high pressure test and it did passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they visited to emergency room and then they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 501 mg/dl. At the time of hospitalization. Customer experienced nausea for high blood glucose level. Customer reported that they were ok to troubleshoot for high blood glucose level. Customer were treated with intra venous infusion and manual injection. Customer reported that the insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08700 inches. No delivery alarm the insulin pump was received with cracked battery tube threads, case cracked at the corner or the reservoir tube window, missing end cap sticker, , minor scratched lcd window, and scratched reservoir tube window. (B)(4).